Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, that, during attempted insufflation during inspection for use in an unknown diagnostic procedure. It was noted, that the nozzle of their evis lucera elite colonovideoscope was clogged. The procedure was completed with the same device. Upon inspection and testing of the returned unit, foreign material was found lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed, that they cleaned, disinfected, and sterilized the product before returning it for evaluation. And that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air. They wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution. And there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported, issue of insufficient air supply was confirmed. The following additional findings were also noted: assorted discolored components, scratches and pinholes; resulting in loss of water tightness. Various chips, dents, cracks, peeling, and wear. Wear of the angle wire, damage on the up/down knob, air and water supply not meeting the standard value, and water removal ability not meeting the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.